Event description:
A pt developed medically significant pneumonia which prolonged hosptialization while enrolled in protocol tgc-0001 for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery. The pt underwent liver resection surgery in 2004. Three days later, the pt developed a productive cough with sputum as well as a fever. On the same date, white blood cell count (wbc) was 9.2 10x3 (4.3-11.0), neutrophils were 82.4% (34-72), lymphocytes were 9.3% (16-46), and monocytes were 4.5% (5-12). A sputum gram smear showed few gram positive cocci and few gram negative rods but the sputum culture was normal. The following day blood cultures showed no growth. On the same date, a chest x-ray showed left lower lobe consolidation. The pt was treated with rocephin. The event remains ongoing.